Event description:
It was reported that the patient was experiencing loss of stimulation. It was confirmed through x-ray that the patients leads migrated. The patient underwent a lead replacement procedure and was doing well with good coverage. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079720.